Manufacturer narrative:
Philips has investigated this complaint. The customer stated that the system was not booting up. The philips field service engineer (fse) inspected the system onsite and couldn¿t find any fault on the system. The system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura system is not loading up. After several reboots the system worked. The device was not in clinical use. No harm to the patient or user was reported. Philips has started an investigation of this complaint.